Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan alleging that her one touch ultrasmart meter was reading erratically. She stated that the inaccuracy issue first started on two days earlier at 10am. She had already taken her typical set amount of 70/30 novolin insulin when she woke up that morning. She then tested on her meter before eating her breakfast and got "approx 220 mg/dl." The pt claimed that her typical morning readings are in the 100's but based on her meter reading, she took 2 units of her fast acting insulin and then ate a bowl of cereal. Within 10-20 minutes of getting the "approx 220 mg/dl," she tested again on her other hand and got "approx 120 mg/dl." The patent claimed that in about 45 minutes to 1 hour from taking the fast acting insulin, she started to feel shaky, so she ate candy, which made her feel better. She tested on her meter while feeling shaky and after eating the candy but she was unable to recall her meter readings. She did not receive any other medical intervention as a result of the inaccuracy issue. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample source was used, and the correct testing/cleaning techniques were used. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly became shaky after taking insulin based on the meter reading.